Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt lost stimulation around the middle of (B)(6) 2011. She was not able to communicate with her programmer or charger after that. The pt tried to use a new charger that was sent to her, but there was still no communication with the ipg. An sjm rep noticed that the ipg may have been slightly tilted. It did not feel flat, it was at more of an angle. The ipg still worked well for 2 years and did not seem affected by the angle. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.